Event description:
Reported experiencing high blood glucose (12 - 13 mmoi/l, normally 5-7 mmoi/l), over an 8 day period in 2005. Pt attempted to self-treat high blood glucose by changing pt's infusion set, and insulin cartridge, as well as by delivering add'l boluses; however, high blood glucose persisted. No error messages were generated by the device. Pt believes the device is not delivering insulin. Pt had switched to pt's back-up device, the day before the report. Due to the short amount of time that pt has been using the back-up device, pt is not able to determine if this has corrected high blood glucose.